Event description:
A report was received that the patient was experiencing severe burning sensation at the implant site. The patient was prescribed muscle relaxants and pain medications. Device malfunction was not suspected and there were no stimulation issues. The physician assessed the event was due to the patient overdoing his activities.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing severe burning sensation at the implant site. The patient was prescribed with muscle relaxants and pain medications. No device malfunction was suspected.